Manufacturer narrative:
The investigation into the limb ischemia and the optical signal issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was most likely patient condition related, and the cause of the optical signal issue was not determined since product was not returned. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 13-year-old male with end-stage heart failure presented for impella support. The user facility reported weak dopplerable pulse and cool extremity in the impella inserted arm. The decision was made to remove out of caution for limb ischemia.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information from the initial manufacturer device report number 1220648-2023-02261. D6a/d6b updated with additional information. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2023-02261. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-02261.